Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. It was noted that the electrocardiogram (ECG) connector was loose, a spring was stuck in the floppy disk drive, the keyboard connector on the end of the keyboard cable was damaged, and the printer drawer was damaged. Product ID: 2067 radiofrequency head; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer is slow to boot up and frequent windows screen. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event. Followup information received indicates the programmer worked just fine once it got to a normal screen. It is noted the programmer was very slow to boot up and frequently not always a windows screen would pop up in the boot up process.